Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report a recurring error 32056 at power up. Prior to calling in, the customer power cycled the system and performed an emergency power off (epo) on the patient side cart (psc). The technical support engineer (tse) informed the customer that the issue was related to a component in armnet 3 on the psc. The customer advised that they needed all four (4) universal surgical manipulators (usms) for the procedure, therefore, they would swap out the psc. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 32056 was present during power-up. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where agc current was found to be failing on the pitch searchlight printed circuit assembly (pca) with error 32056 and 1123. During testing, the pitch searchlight flat flex cable (ffc) was aba tested and verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The root cause is attributed to component failure of the pitch searchlight flat flex cable which resulted in communication errors on the usm.